Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger battery was down to red and the patient could not connect to charge their stimulator that day. The following troubleshooting steps were performed: reset the recharger, dismissed code 1708, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of electromagnetic interference (emi), recommended removing belt and using recharger over a thin layer of clothing, confirmed communicator was off while using the recharger. The issue was not resolved through troubleshooting. The patient was advised to call back when they were with someone that could help see where the incision was. There were no patient symptoms nor further complications reported at this time.